Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a patient (patient age, sex, weight an event date are unknown). During the procedure, the guide catheter broke as the stent was successfully placed at the target site. The broken guide catheter was completely removed from the patient with a snare. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4) - additional intervention required. The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.